Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) battery alarmed when plugged in stating low battery. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm performed troubleshooting with the customer via telephone. The stm had the customer plug the iabp into ac and verified the charge light was not lit. The stm had the customer confirm the power supply switch was turned off then had the customer turn it on and verified the charging light was flashing. The following day the stm verified the battery was fully charged.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) battery alarmed when plugged in stating low battery. No patient harm, serious injury or adverse event was reported.